Event description:
The customer reported discovering that the wash was not draining while priming the blade wash of the unicel dxc 600 synchron system. The customer indicated that the wash waste overflowed on top of the instrument and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that the event occurred due to the faulty cap piercer assembly. The fse replaced the cap piercer assembly to resolve the issue and verified the repair as per established procedures. Results: failure mode of the event is attributed to a faulty cap piercer assembly. (B)(4).